Event description:
It was reported that during implant, the atrial lead exhibited unacceptable capture thresholds. Upon attempted repositioning, the leads helix would not retract. The lead could not be removed and the procedure was concluded. On (B)(6) 2015, the lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4): device evaluation anticipated, but not yet begun.